Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately nine months post port placement via the left subclavian vein for chemotherapy, the catheter allegedly had break. It was further reported the device was separated. Reportedly, the distal catheter segment and the port body were removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted on the distal end of the attached catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached was noted to be glossy and granular in one region and round in another region. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be glossy and granular in one region and round in another region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately nine months post port placement via the left subclavian vein for chemotherapy, the catheter allegedly had break. It was further reported that the distal catheter segment and the port body were removed on the later days. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, fluid leak and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted on the distal end of the attached catheter. A complete circumferential break was noted on the proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached was noted to be glossy and granular in one region and round in another region. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be glossy and granular in one region and round in another region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter.the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately nine months post port placement via the left subclavian vein for chemotherapy, the catheter allegedly had break. It was further reported that the there was fluid leak and the distal catheter segment and the port body were removed on the later days. The procedure was completed using another device. There was no reported patient injury.